Manufacturer narrative:
Concomitant medical products: 40221 tissue valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced near syncope. Invalid data was observed on the cardiac compass of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.